Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, smoking, hypertension, prior myocardial infarction, prior percutaneous coronary intervention, atrial fibrillation/flutter, diabetes, chronic lung disease, prior cerebrovascular incident, arrhythmia, and peripheral vascular disease. Complications reported included surgical intervention (pacemaker, rethoracotomy), stroke, transient ischemic attack, myocardial infarction, bleeding, atrial fibrillation, these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " transcatheter aortic valve implantation and fractional flow reserve-guided percutaneous coronary intervention versus conventional surgical aortic valve replacement and coronary bypass grafting for treatment of patients with aortic valve stenosis and complex or multivessel coronary disease (tcw): an international, multicentre, prospective, open-label, non-inferiority, randomised controlled trial."

Event description:
The article, "transcatheter aortic valve implantation and fractional flow reserve-guided percutaneous coronary intervention versus conventional surgical aortic valve replacement and coronary bypass grafting for treatment of patients with aortic valve stenosis and complex or multivessel coronary disease (tcw): an international, multicentre, prospective, open-label, non-inferiority, randomised controlled trial", was reviewed. The article presented a retrospective, multicenter study to test the non-inferiority of fractional flow reserve (ffr)-guided percutaneous coronary intervention (pci) plus transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement (savr) plus coronary artery bypass grafting (CABG) in patients with severe aortic stenosis and complex coronary artery disease. Devices included in the study were medtronic hancock/hancock ultra, edward lifesciences perimount magna ease, abbott trifecta, and livanova perceval. The article concluded the tcw trial is the first trial to compare percutaneous treatment versus surgical treatment in patients with severe aortic stenosis and complex coronary artery disease, showing favourable primary endpoint and mortality outcomes with percutaneous treatment. The time frame of the study was from 31 may 2018 to 30 june 2023. A total of 172 patients were included in the study. Only 64 patients underwent savr, of which 10 (16%) patients received an abbott device. The average age was 76.5 years and the majority gender was male. Comorbidities included hyperlipidemia, smoking, hypertension, prior myocardial infarction, prior percutaneous coronary intervention, atrial fibrillation/flutter, diabetes, chronic lung disease, prior cerebrovascular incident, arrhythmia, and peripheral vascular disease.